Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: oxygen device failed" error message. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "check vent: oxygen device failed" error message. It was noted that an alarm was heard; however, the silence button, and alarm button could not be used. The device then powered off, and then on; the customer reported that the issue could not be reproduced and then was continued to be used. The device was taken out of service by the sales representative. This investigation is ongoing.

Manufacturer narrative:
The service engineer (se) reported that the issue was not duplicated at the repair center. However, the se was able to confirm that a "check vent: oxygen device failed" (diagnostic code: 1111) was recorded in the event log. The se noted that the circuit was released when the oxygen concentration setting was low, 22%, during use, which resulted in the occurrence of the alarm. The se noted that there was no malfunction, and repairs were unnecessary. No parts were replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.